Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture however, the patient did not experience asystole. At this time, the lead remains in senice. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).